Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 13sep2019. The service engineer (se) inspected the device and verified the reported issue. The service engineer (se) inspected the device and verified the reported issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the power light emitting diode (led) of a v60 ventilator experienced contact failure and would turn off. The ventilator was not in use on a patient at the time of the reported event.